Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization kit containing a guide wire in its advancer tube for analysis. No signs of use were observed in the returned components. Visual inspection of the guide wire revealed no obvious defects or anomalies anywhere on the guide wire body. The distal weld was present and appeared full and spherical. Visual inspection of the catheter and needle cannula could not be performed as they were not returned. The total length of the swg measured 4.5" which is within specifications of 4.4375-4.6875" per swg with handle graphic. The outer diameter of the guide wire measured 0.392 mm which is within specifications of 0.381-0.404 mm per guide wire product drawing. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using actuating lever". The returned guide wire was advanced through a lab inventory needle cannula. The guide wire was able to completely pass with minimal resistance. A manual tug test confirmed the distal weld was intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. Visual inspection of the guide wire revealed no kinks, defects, or anomalies. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, the root cause of this complaint could not be determined from the available information and without the needle cannula returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.